Event description:
It was reported that during a breast biopsy procedure, the 14g probe got hooked up in tissue sampling and all the lights on the vacora driver began to flash. The doctor went in through the 5mm nick in the breast made for the biopsy needle and by using a scaplel, was able to cut the tissue around the probe in order to remove it from the patient.